Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at 4.0 pounds during prime/no delivery test due to faulty force sensor resistor. Unable to finish occlusion test due to motor error alarm. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that customer received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.